Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have damaged conductor wire at the distal end near the yaw pulley. The insulation is damage, and the conductor wire is exposed as result, but for clarification, wire is not fully broken as reported by the customer. Components adjacent to this conductor wire do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, that the fenestrated bipolar forceps instrument was broken. There was no report of patient involvement.